Manufacturer narrative:
The replaced server was discarded and was not made available by the site for evaluation. It is assumed that a computer hardware failure of an undetermined nature contributed to the telemetry failure as the server replacement restored monitoring. No further actions are planned at this time.

Event description:
It was reported that a loss of telemetry monitoring occurred for approximately 32 patients for approximately 24 hours due to a presumed hardware failure. No alternative monitoring was established. Monitoring was restored by the site's biomedical engineer replacing and reconfiguring a server. There were no patient injuries reported.